Event description:
It was reported that during patient use, the waveforms on a ventilator's display were frozen. The ventilator continued to function and the touch screen functions were able to be used. The customer then disconnected the patient from the ventilator and restarted the device. This corrected the issue. The customer then put the patient back on the same ventilator.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and there were no errors in the diagnostic logs. The fse reseated the interface line printed circuit boards (pcb) and the unit passed testing. The fse then ran the ventilator on a simulator for 48 hours with no further incident. The device was then placed back in clinical use.